Event description:
Physician intended to use a sprinter legend 12.5x15mm balloon to treat a lesion in the mid rca. Lesion had moderate vessel tortuosity, severe calcification and 99% stenosis. It is unknown if the balloon was used to dilate the lesion. It is reported that "during retrieval" of the balloon catheter the tip of the balloon and radiopaque marker broke off and remained in the mid rca. The balloon had been inflated before the tip detachment but there had been a drop in pressure. Physician inserted a second wire and inflated the mid rca multiple times (balloon used unknown). Physician then advanced a planned resolute integrity 3.5x38mm stent to lesion and deployed stent which trapped the dislodged tip and marker band to the vessel wall. The detached balloon material had been deemed too small to retrieve. No further patient complications were reported.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology¿ 99% stenosis, severe calcification and moderate vessel tortuosity). No results available since no evaluation performed (device or procedural images not provided for review). (Device not returned for evaluation). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 99% stenosis, severe calcification and moderate vessel tortuosity). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).